Event description:
Staff visited client in home. Discovered client complaining of shortness of breath and noted client's lips were purple. Performed a routine check on the oxygen equipment and discovered it was only putting out 34% at 5 liters per minute where 95% was expected output. A different machine was attached to client at 95% oxygen at 5 liters per minute. Client immediately states feels better, lips now pink and no shortnes of breath. Device sent to biomedical engineering of facility on 12/4/98. Found check valve that came apart and damaged sieve beds which caused the problem. Equipment repaired and returned to svc.